Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette during drain 1 of 5 of pd treatment. The patient reported receiving volume error warning alarm during drain 1 of 5. The source of the leak is unknown. The cassette used by the patient could not be located. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. The cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the patient has received a new cycler and returned the reported cycler. Multiple attempts were made to acquire additional information from the patient, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. Fluid was also observed in the hp3 filter. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A follow up response via email was received from the clinic on (B)(6) 2020. The pdrn was unable to identify a cause or source of the leak. The patient discovered the fluid leak after the multiple alarms from the cycler. The patient was not treated with prophylaxis by the clinic and no cultures were taken. The cassette is unavailable to return for physical evaluation. The patient has received a replacement cycler and has been able to continue pd treatment without further issues. The patient¿s cycler had not been picked up and another attempt will be made to schedule a different pick up time and date for the cycler so that it can be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a2, a4, b5.